Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of the patient¿s bi-pass surgery, there was a rise in atrial lead thresholds and post-surgery the atrial lead threshold remained higher than before the surgery. An x-ray confirmed that the lead was in the same place and it was noted that there may have been tissue damage during the surgery. The parameters on the lead were reprogrammed and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.